Event description:
Patient reported that she had allergic reaction to last injection of supartz. Dose or amount: 25mg/2.5ml, frequency: qw, route: ia. Reason for use: unspecified internal derangement.